Event description:
It was reported that the ventilator was alarming and it shut-off while it was connected to a patient. The patient was manually ventilated and the ventilator was replaced with another one. There was no patient injury. (B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).